Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, lot# /serial# : (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 19-apr-2006, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 19-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg;ml at 2.703:mg/day), clonidine (500 mcg/ml at 135.13 mcg/day), and bupivacaine (20 mg/ml at 5.405 mg/day) via an implantable pump for spinal pain. It was reported that the patient had been experiencing bouts of somnolence and increased pain. It was reported there were no environmental factors that contributed to the issue. The patient had a catheter study on (B)(6) 2021 and the physician was not able to aspirate the catheter. On (B)(6) 2021, the patient had surgery to replace the catheter. During the case, when the physician went to remove the pump from the pocket, the physician indicated there was a kink in the catheter behind the pump. The catheter was then disconnected from the pump and found to be flowing freely. The physician performed an intraoperative catheter study which was negative for abnormalities. Because of this, the physician elected not to revise the catheter.